Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the medial portion of the lead was returned in segments and analyzed. The overlay tubing of the lead was extrinsically breached due to melting; the inner tubing of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated apparent stretching and explant damage. (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6).

Event description:
It was reported that an infection occurred. The right ventricular (rv) lead was explanted. During laser lead extraction it was observed that the lead appeared to have a split at the insulation, just past the svc coil. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to melting. The overlay tubing of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted that no location of the failures can be determined due to explant damage. If information is provided in the future, a supplemental report will be issued.